Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump display screen was observed to be dim and discolored during investigation. The pump battery compartment was observed to be cracked from the case seal. Unrelated to these issue, the u-groove / clip insert was found to be broken.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored and the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6)2015.